Event description:
After 4 passes, the nosecone separated from the catheter. The physician was able to retrieve the nosecone without further complications. No pt implications.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions. Retroactive audit of complaint files determined filing.